Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify that the device has a damaged therapy connector and was not able to provide defibrillation therapy. No repair was done on site. Physio-control contacted the customer numerous times regarding dispositioning of the device; however, no response appears to be forthcoming. The device has not been returned to physio-control for repair. The cause of the reported issue was isolated to the therapy connector, however further root cause could not be determined.

Event description:
A customer contacted third-party service agent for a preventative maintenance of their device. Upon initial evaluation, third-party service agent observed that the device has a damaged therapy connector and was not able to provide defibrillation therapy. There was no patient involved in the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and verified the damaged therapy connector issue.

Event description:
A customer contacted third-party service agent for a preventative maintenance of their device. Upon initial evaluation, third-party service agent observed that the device has a damaged therapy connector and was not able to provide defibrillation therapy. There was no patient involved in the reported event.